Event description:
AED deployed for use, subject was not resuscitated. Customer has requested assistance in downloading post-event data.

Manufacturer narrative:
(B)(4). Evaluation pending - reported due to associated outcome.